Manufacturer narrative:
The device has not been received to date. Customer called the olympus technical assistance center (tac) support to troubleshoot the device. Customer reported had no image. Olympus technical assistance center (tac) instructed the customer to click on switch info and see the user, the user was currently set to provation. Instructed customer to go to user settings and select the user downtime, release an image, and customer no longer had the error. Additionally, tac assisted the customer with deleting images from the buffer. The investigation is ongoing. Therefore; the root cause of the reported event cannot be determined at this time. However; if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus during a unknown procedure, the evis exera iii xenon light source could not get a image. Additionally, the subject device received a e402 (not connected error). The procedure was completed. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Though the phenomenon was resolved via troubleshooting, it is likely attributed to the user¿s handling or setting. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint are on the electrical contacts. Wipe the electrical contacts on the endoscope connector using clean lint free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source. Stop using the endoscope and contact olympus." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
H6 - corrections to investigation findings and investigation conclusions listed on the previous follow-up report. Olympus will continue to monitor field performance for this device.